Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient use the cardiosave intra-aortic balloon pump (iabp) unit displayed low pressure alarm and balloons weren't inflating. The balloon was removed from patient and swapped with another unit and therapy continued . There was no patient harm reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) stated, unit reported to display "low pressure" alarms by biomed. Unit alarm log shows the last alarms displayed were multiple "iab catheter restriction". No "low pressure" alarms in alarm log. Confirmed iabp pumps a balloon normally while connected to a trainer. Unit stress tested with no issue (130bmp). Fault log shows expected fault 16's to accompany catheter restriction alarms. No electrical test faults. Fse unable to duplicate issue. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.